Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "enlarged nodes in the axilla".

Event description:
Healthcare professional reported a left side deflation and an exchange of textured breast implant due to the patient¿s concern with the product. Patient reported enlarged "rupture, and lymph nodes in the axilla." Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified flat creases, black particles on device outer surface and one linear opening. A leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation and an exchange of textured breast implant due to the patient¿s concern with the product. Patient reported enlarged "rupture, and lymph nodes in the axilla." Device has been explanted.

Event description:
Healthcare professional reported right side exchange of textured breast implant due to the patient¿s concern with the product. Patient reported "enlarged lymph nodes in the axilla". Patient later reported "having a reaction to the recalled implants." Device has been explanted.